Event description:
Device 1 of 4. Reference MFR report #: 1627487-2016-00560, 1627487-2016-00561 and 1627487-2016-00562

Event description:
Device 1 of 4. Reference MFR report #: 1627487-2016-00560, 1627487-2016-00561 and 1627487-2016-00562. Follow-up revealed all of the patient's extensions were explanted and replaced on (B)(6) 2016. During the procedure, the ipg was electively explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two 3341 extensions from the same lot and four 3383 extensions with 3 different lot numbers. Device 1 of 4. Reference MFR report #: 1627487-2016-00560, 1627487-2016-00561 and 1627487-2016-00562. It was reported the patient experienced pain at the extension site. As a result, the patient will undergo surgical intervention.